Event description:
The clinician reports the implant was inserted (B)(6) 2001 in fdi 25 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, fistula and inflammation. No further patient complications were reported.